Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer treated for the low blood glucose by eating a donut. Customer¿s blood glucose level was 96 mg/dl at the time of the call. Customer called to ask assistance on creating a temp basal because she is going to undergo surgery and will need to do fasting. The customer was assisted with the process but not assisted in any of the input amounts. The product was not returned for analysis.